Manufacturer narrative:
Save to disk analysis could not be translated as the file was corrupted and could not be completed.

Event description:
It was reported that the right ventricular (rv) lead experienced high pacing impedance which is increasing with a slow and gradual trend. The lead is also exhibiting high thresholds. The lead remains in use and is continuing to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.